Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted. The slide insert and slide retract were in the correct position with no damages. Inspection of the needle mechanism and linkage assembly found no damage. The downloaded data shows no signs of struggle that would indicate an issue with needle deployment. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod; chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached over 400mg/dl while wearing the pod on her abdomen for between 1 and 4 hours. She stated that the pink slide did not move forward, indicating the pod did not deploy properly. Treatment included a bolus and a shot of 3 units. The patient's blood glucose and insulin history is as follows: time / bg(mg/dl) / bolus(u): 1:00pm/ 289/ 3; 1:45pm/ > 400. The device was returned for evaluation.